Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited pacing inhibition. No root cause has been established. The patient was also noted to have experienced five seconds of cardiac arrest, and the device had been reprogrammed from bipolar pacing to unipolar pacing. The patient has remained hospitalized for observation following a battery replacement from the previous day. No additional adverse patient effects were reported. This device remains in service.